Manufacturer narrative:
Ptc investigation result was received on 22-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with device complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched into a shape which rendered the device to be unusable, and hence, "broken". Since no product was returned for investigation, we are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No further ae case reports have been received to date in relation to batch no. A78089 (expiration date 31-dec-2015 and production date dec-2012). No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced breakage of delivery catheter at withdrawal and complication of device insertion. The event breakage of delivery catheter at withdrawal was previously regarded as unlisted according to the reference safety information for essure; however, upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Complication of device insertion was considered listed. Both are considered non-serious. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was reported a breakage of delivery catheter at withdrawal. A complete removal was done and a placement of new one. Anomaly was observed in operating room during placement. No other anatomical cause that could explain the anomaly. Bilateral placement was performed with another device. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. This case was regarded as other reportable incident due to the reported device breakage. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014, essure was inserted with lot number a78089. It was reported a breakage of delivery catheter at withdrawal. A complete removal was done and a placement of new one. Anomaly was observed in operating room during placement. No other anatomical cause that could explain the anomaly. Bilateral placement was performed with another device. (B)(6 ) local drug safety department assessed the causal relationship with essure as not applicable according to the (B)(6) method of causality. No further information was provided. Company causality comment: this medically confirmed report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced breakage of delivery catheter at withdrawal and complication of device insertion. The events breakage of delivery catheter at withdrawal and complication of device insertion are considered non-serious. Both events are listed in the reference safety information for essure. The event breakage of delivery catheter at withdrawal (assumed as device breakage) was regarded as near-incident since the reporter stated a device breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, was reported a breakage of delivery catheter at withdrawal. A complete removal was done and a placement of new one. Anomaly was observed in operating room during placement. No other anatomical cause that could explain the anomaly. Bilateral placement was performed with another device. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related .

Manufacturer narrative:
Follow up information received on 29-dec-2014: no further information obtained despite follow up attempts. Case considered closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 29-dec-2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and during the insertion, a breakage of delivery catheter at withdrawal and complication of device insertion occurred. The event breakage of delivery catheter at withdrawal was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Complication of device insertion was considered listed. Both are non-serious. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was reported a breakage of delivery catheter at withdrawal. A complete removal was done and a placement of new one. Anomaly was observed in operating room during placement. No other anatomical cause that could explain the anomaly. Bilateral placement was performed with another device. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. This case was regarded as other reportable incident due to the reported device breakage. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is not expected.